Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 69 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician had intended to implant the endurant ii stent graft bifurcate 5 mm distal to lowest renal artery but inadvertently implanted the device 1 cm distal to lowest renal artery. There was a proximal type I endoleak due to lack of seal zone. The physician elected to implant a 36 mm endurant ii aortic cuff proximal to the endurant ii stent graft bifurcate and just below the lowest renal artery. The event was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported inaccurate delivery leading to lower than intended placement of the bifurcate, which resulted in the proximal type I endoleak could not be conclusively determined from the pre-implant 3d recon report and cta's provided. Films at implant were not provided. The pre-implant cta's showed that the infrarenal aortic neck to the mid-aaa was acutely angulated, ~ 80 deg l-r and 30 deg a-p. The flow lumen diameter at the angulation measured ~ 15 mm. It is possible that the highly angulated aortic neck with small flow lumen may have contributed to the event. Continued from (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.